Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the (B)(4). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been provided. This complaint has now been closed.

Event description:
There was a bubble (silicone) on the vitretome while the patient`s eye had never had surgery before. The bubble did not come out of anything but was on the silicone from the start of vitrectomy. The bubble remained glued to vitrectomy throughout the procedure. All information has been disclosed. No sample.